Event description:
Technical services received a call on 11/04/2011 from sales rep. Patient in mva. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).